Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.additional information will be provided once the investigation has been completed.

Event description:
It was reported the mount arm on the stryker vision broke at the elbow.

Manufacturer narrative:
The product was not returned for investigation at stryker endoscopy, therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.¿¿ the device was not received for investigation at stryker endoscopy. It was evaluated at tekna. The evaluation results indicates: "we have evaluated this arm. It looks like what happened is that the pivot pins worked loose from one side of the arm, resulting in higher stress on the other side causing the part to break. We have had couple of complaints like this in the past and had traced it to a rare reaming operation at our supplier. Back in the 2004, early 2005 time period, if the operators had difficulty pressing in the pins, they would occasionally ream the holes a little larger. This allows the pin to come loose later. This operation is no longer performed at the supplier. Even in that condition, the arm lasted over ten years though."

Event description:
It was reported the mount arm on the stryker vision broke at the elbow.